Manufacturer narrative:
Product lot number was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) during surgery. The suction ring assembly issue with intralase patient interface (pi) occurred after the patient was applanated and after laser fired. Per account, the physician was attempting to create a flap on od. The raster pattern was completed and suction loss occurred prior to side cut. Suction was reapplied and another side cut was attempted. Suction loss occurred again prior to laser firing. The physician decided to bring back the patient for photorefractive keratectomy (prk) on (B)(6) 2018. The physician confirmed that the suction loss may have occurred due to patient positioning. Patient was doing well with no loss of best corrected visual acuity (bcva).